Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Dried tissue was entwined in the helix. Body fluid was noted throughout the entire lead lumen. The lead tip was bent, and there was a cut in the insulation which was likely induced at explant. The allegation could not be not confirmed. Lead inspection and testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a potential right atrial (ra) lead issue. The patient had been symptomatic. It was later mentioned that there had been no atrial capture. An x-ray was performed. The ra lead had dropped down in the atrium. A revision procedure was performed. Dislodgement was confirmed. It was thought that the lead had not been sutured down at implant, and that this was the reason for the dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.